Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the angio-seal device was not available for investigation, the complaint was unable to be confirmed. The exact root cause could not be determined. It is possible blood was noted to leak after device deployment; however, angio-seal vip IFU instructs to apply pressure until sufficient hemostasis was achieved if seeping of blood occurs after device deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: unknown healthcare professional. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: during a recent procedure performed by the cardiologist, the angio-seal vascular closure device was deployed using standard technique. However, the device failed to achieve complete hemostasis, resulting in post-procedural leakage and suspected incompatibility with the patient femoral puncture site anatomy. Manual compression was performed to complete the procedure. Additional information was received on 16sept2025: a 6fr. Procedural sheath was used. There were no multiple sticks performed to gain arterial access. No posterior wall of the artery punctured. Puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.